Event description:
The customer reported that while performing a demonstration of another company¿s device, his olympus evis lucera gastrointestinal videoscope¿s forceps channel had foreign material present inside of it. Reportedly, the initial reporter was unsure if the deposits within the channel were dirt or blood but did confirm that the exterior of the device had no abnormalities, and there was no resistance during the insertion process. There was no patient involvement during this event. According to the initial reporter, this event occurred with 6 different olympus devices. This report is 1 of 6. For the related complaints, please see reports with patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been performed by olympus. Though, investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
Since the initial report was submitted, it has become known that the customer actually reported a total of 11 devices associated with this event. This report is 1 of 11. For the related complaints, reports with patient identifiers: (B)(6).

Manufacturer narrative:
This report is being submitted to capture corrected information. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that there was a scratch inside the channel about 3 cm from the tip, and brown dirt was attached to the scratch. A component analysis of the dirt confirmed that it was protein. It is likely that the proteins may be derived from humans, bacteria, or protein-based drugs used in the environment. The event most likely occurred due to the following: 1) the channel was scratched, and dirt such as the patient's bodily fluids and blood adhered and accumulated on the scratched area, which could not be completely removed by normal reprocessing. 2) irregular insertion of the treatment tool (insertion of the treatment tool or brush vigorously, inserting or removing the treatment tool or brush in an excessive loop state, pulling the forceps cup) it is likely that the scratch occurred due to insertion while opening, insertion in a state where the treatment instrument was not fully drawn into the sheath, or forced insertion in a curved state. The device was evaluated where no abnormalities were found that could have caused or contributed to the occurrence of the event. A review of the cleaning disinfection and sanitization (cds) practices indicates that there are no problems with reprocessing. The cleaner used is medipol (B)(4) and the cleaning brush is used in combination with another company's product. Olympus will continue to monitor field performance for this device.